Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 333 mg/dl). Insulin injections were administered, water was consumed and exercise were used to address bg. Customer alleged elevated bg was due to the cartridge. However, customer could not provide further details as to why it was thought the cartridge was the issue.